Event description:
It was reported there was an infection. The device had eroded and the area was infected. It was stated the patient was going to have just the implant removed, then have the infection treated, and then have a new system placed. It was further reported the battery was not replaced. The physician was going to cut the leads below the extension and remove the battery. The patient needed antibiotics and the site to heal and then the patient would be scheduled for re-implant at a later date. It was noted the battery surgical site ¿never healed properly¿ since the implant. It was unknown if the patient had meningitis and the battery was protruding from the patient¿s chest. The culture source and type of organism that was cultured was unknown. The patient outcome was unknown as well.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va0935y, implanted: (B)(6) 2013, product type: lead. Product ID: 3387s-40, lot# va0935y, implanted: (B)(6) 2013, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).